Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was kept by the medical facility. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was replaced as the patient was no longer able to charge it. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device was kept by the medical facility. No further information could be obtained despite good faith efforts.